Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged an unspecified motor error. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the pump¿s black box history showed no motor related call service codes. During investigation. During testing, the rewind, load and prime steps were performed successfully; the pump was exercised for 24 hours with no alarms occurring. The complaint of a motor issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).